Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set did not flow when it was connected to a bottle of saline solution. This occurred during priming. There was no patient involvement. No additional information is available.